Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The customer reported the touchscreen was not working properly. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the touchscreen only worked in certain places. The fse performed touchscreen calibration but the issue persisted. The fse replaced the touchscreen and the issue was resolved.